Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery. The lesion was predilated. A 3.0 x 28 synergy ii drug eluting stent was deployed to treat the lesion. After post dilation, a distal edge dissection was noted. A 2.75 x 8 non bsc stent was implanted to cover the dissection and the procedure was successfully completed. The patient outcome as good and stable.